Manufacturer narrative:
The device evaluated by the returns department which found that the device will not beep when it is turned on.

Event description:
Dealer advised unit is not alarming.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised unit is not alarming.